Manufacturer narrative:
The device files were analyzed, and it was found that the patient was in ventricular tachycardia while the user was attempting to synchronize cardiovert. The markers were not consistent on qrs complexes, which is required to successfully deliver a shock through cardioversion. The cause of the reported issue was determined to be user error. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not shock. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that their device did not shock. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and could not duplicate the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.